Manufacturer narrative:
An event of complete atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported complete atrioventricular block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb), atrioventricular (av) block. The length of the membranous septum was 5.5mm. No calcification was confirmed from the annulus to the sub valvular to left ventricular outflow tract (lvot). During the valve placement, the patient was noted to have a complete atrioventricular block (cavb). The valve was able to be successfully implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Due to the persistent cavb, a temporary pacemaker was placed. The patient was stable.